Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to t-wave over sensing. Reprogramming was performed. The patient&#38112;condition is fine after the event.